Manufacturer narrative:
H3, h6) the system was serviced in the field and the camera was replaced. Codes b01, c08, and d02 are applicable. H3, h6) the product ID: 9735821, is no longer associated with this complaint as it was returned unused to the manufacturer. H3, h6) the product ID: 9735821r, lot number: p906047, was returned to the manufacturer for analysis. Analysis concluded the reported complaint was confirmed. The returned positioning sensor unit (psu) had many scratches on the housing and lenses and the left sensor was missing. A check of the event log showed intermittent firmware incompatibility dating back to july of 2021 and intermittent illuminator current low dating back to october of 2021. The psu failed an accuracy test (aak) at .346 millimeters (mm) with a passing threshold of .250mm. Codes b01, c02, c07, c08, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera cart 9735670 stealth s8 basic camera 9735821 vega base s8 svc camera 9735821 vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was having issues tracking instruments while in surgery. After the surgery they inspected the camera and noticed that one of the camera lenes was cracked. The site reported that the amber light was not triggered.

Event description:
Additional information was received. It was reported that the procedure was a tumor resection. There was no reported delay to the procedure. There was no reported impact to the patient, the tumor was removed successfully. The issue was discovered after the case.

Manufacturer narrative:
H2: see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.